Manufacturer narrative:
Details of complaint: the charge nurse reported that the g9 monitor did not alarm for spo2. The spo2 dropped to 44 when the alarm limit was set at 89, which should have triggered an alarm. No patient harm was reported. Investigation summary: nk's cas checked the available review data and could not confirm the issue. The review data from the occurrence date was no longer available and the customer stated that the ticket could be closed. The complaint device was not returned to nk for evaluation. As such, a root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 08/20/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied but was confused about the information that was requested. Ultimately, the information could not be obtained or was not available to the customer. Additional information: b4 date of this report. E3 occupation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The charge nurse reported that the g9 monitor did not alarm for spo2. The spo2 dropped to 44 when the alarm limit was set at 89, which should have triggered an alarm. No patient harm was reported.

Manufacturer narrative:
The charge nurse reported that the g9 monitor did not alarm for spo2. The spo2 dropped to 44 when the alarm limit was set at 89, which should have triggered an alarm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 08/20/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied but was confused about the information that was requested. Ultimately, the information could not be obtained or was not available to the contact.

Event description:
The charge nurse reported that the g9 monitor did not alarm for spo2. The spo2 dropped to 44 when the alarm limit was set at 89, which should have triggered an alarm. No patient harm was reported.